Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (non functioning response buttons) was confirmed. During evaluation it was found the rear response button was not functioning. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.